Manufacturer narrative:
(B)(4). Date sent: 6/10/2021. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Egd ((B)(6) 2019): -esophageal mucosal changes c/w long-segment barrett's esophagus 3cm in length. -5 cm hiatal hernia. No ph study. No manometry, but video esophagram on (B)(6) 2019: demonstrated mild esophageal dysmotility and displacement of the distal esophagus, contributing to delayed passage of contrast through the esophagus into the stomach. Mild dysmotility likely 2/2 chronic gerd and the large hiatal hernia. What is the product code for the linx device that was removed? Do not know. What is the lot number of the linx device? Unknown: 17 bead device. When using the linx sizing device what technique was used to determine the size? The sizing device was then placed. Based on these measurements, a 17-bead device was then chosen. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Mild esophageal dysmotility and displacement of the distal esophagus, contributing to delayed passage of contrast through the esophagus into the stomach. Mild dysmotility likely 2/2 chronic gerd and the large hiatal hernia. How severe was the dysphagia/odynophagia before intervention? Mild. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, paraesophageal hernia repair. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? End-stage reflux disease. Newly diagnosed gastroparesis. Besides the reported dysphagia, what was the reason for removal of the linx device? History of a paraesophageal hernia and long segment nondysplastic barretts, who presents with persistent dysphagia, r/t esophageal stasis and dysmotility, and newly diagnosed gastroparesis. Was the device found in the correct position/geometry at the time of removal? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had the linx device implanted on (B)(6) 2019 because of a long-standing issue with gerds and complications from barrett esophagus and a large hiatal hernia. On (B)(6) 2021, the linx device was removed due to dysphagia.